Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, there are five cases of patients in about (B)(6) 2025, recently come back to maintenance or treatment found that the catheter push injection is not smooth, pumping back the blood is not smooth, the catheter filming position is correct. The catheter was positioned correctly in the catheterization film. We also asked about the maintenance process, and all of them were regularly maintained in our hospital and they also had the problem of poor catheterization. The problem was solved by replacing the extension tubing. This report addresses all five devices.